Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that prior to implant an electrical reset was noted when interrogated in the box. The impedance initially was 230 ohms and when rechecked, increased to 540 ohms. The device was not implanted. No patient complications were reported as a result of this event.